Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure 'poor video image quality' was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, free lock lever corrosion, scope mount corrosion, water leakage due to cable damage, loose cable, and main body scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor video image quality is most likely due to an expected or random component failure, with no indication of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor video image quality. The incident occurred during service/maintenance. There were no reports of patient involvement.